Manufacturer narrative:
Product name not known due to product unspecified by the complainant. Product common name not known due to product unspecified by the complainant. Product catalog number unknown as product unspecified by complainant. Product MFR date unk as lot number not provided by the complainant.

Event description:
The patient was reportedly implanted with an unspecified MFR's "mesh product" designed primarily for the purposes of treating pelvic organ prolapse and stress urinary incontinence. The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain and injuries necessitating medical care and treatment. The following info was not provided by the complainant: specific info of the alleged injury. Specific info regarding whether intervention was performed. Specific info regarding why intervention was performed or what type/ to what extent intervention was performed. Specific correlation between device performance and alleged injury. Current patient status.